Event description:
It was reported that when using the bd pyxis¿ anesthesia station es found thermal damage. As per part investigation, it was determined that there was thermal damage on assy, harness, retractor band, hinged, pas. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 09-sep-2015, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition is a preventive maintenance and/or routine inspection for fix or replacement. According to work order (B)(4), the bd field service engineer reported that field service preventative maintenance was performed where inspection and calibration passed. During dchu visual inspection: pn 135438-01 (a): the assy, harness, retractor band, hinged, pas was found with exposed copper strands, cuts and burn marks, which are signs of thermal damage. Pn 135438-01 (b): the assy, harness, retractor band, hinged, pas was found with worn insulation and a broken part. During dchu testing: pn 135438-01 (a): dchu testing was not required due to the sign of thermal damage observed during the visual inspection. Pn 135438-01 (b): dchu testing was not required due to physical damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not applicable, no failure was reported, this case relates to preventive maintenance and/or routine inspection activities. However, it was found signs of thermal damage on assy,harness,retractor band,hinged,pas (a) due to constant friction with the chassis.